Event description:
It was reported that during procedure a guidewire became stuck in the catheter. When the catheter and the wire were withdrawn tissue was observed in the catheter tip. The catheter was replaced, and the procedure was successfully completed. No patient complications were reported as a result of the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).